Manufacturer narrative:
B3 - date of event captured as 01jun2026 no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was cracks in the membrane. The issue was found during inspection. There was no patient involvement.